Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with broken battery tube threads, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 500 mg/dl. Customer reported that during hospitalization piece had broken off battery compartment. Customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.